Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) has small particles, fuzz. The lens was implanted and they do not want to explant the lens. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. Because it remains implanted. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 unit was manufactured within specifications. The review identified no non-conformance associated with the production order the unit belonged to. The pcb00 components, specifically the material composition, were reviewed. The material and the source of the material cannot be determined based on the information available. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.